Event description:
It was reported to boston scientific corporation, on march 01, 2006 that a maxforce high performance balloon dilatation catheter was used during a procedure (patient age, gender, & weight unknown) the month prior. According to the complainant, "the balloon ruptured during inflating it at the target site. The ruptured pressure was unknown but it was less than 12atm. The elevator of the scope was retracted in the down position during this product insertion." The physician completed the procedure with this device. No patient complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed a tear over the proximal edge of the proximal marker band measuring approximately 2.5mm. However, the exact cause of this event could not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.